Event description:
It was reported that there was a separation between the silicone tubing and catheter adapter of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for one week and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with antibiotics. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.